Manufacturer narrative:
During troubleshoot via telephone, it was determined the user facility was using the wrong type of dvi. The no image issue was addressed by recommending to use the correct dvi connection. The legal manufacturer performed a review of the device history records for the concerned device and no abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. However, since no device was returned to the legal manufacturer, the exact cause of the reported issue could not be conclusively determined. Based on the available information reported, the potential cause of the no dvi image displayed can be attributed to the wrong type of interface used. In general the customer is required to check the function of all devices used prior to a procedure. Olympus will continue to monitor complaints for this device.

Event description:
The technical service engineer was informed by the biomedical technician from the user facility that the visera elite ii video system processor reportedly had "no dvi (digital video interface) image" during preparation before use. No patient involvement or harm was reported.